Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the memory chip on the cpu board and reseating the cables. Unit was calibrated and safety tested to factory's specifications.